Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Recto-sigmoid ca. Can we please have the photos mentioned in the archive? Yes. Please send to productcompalint1@its.jnj.com yes. What surgical procedure was performed? Retroperitoneal lymphadenectomy + lowering surgery. Where was the anastomosis being created? Colorectal. Did the patient receive any preoperative chemotherapy or radiotherapy? No. Were there any problems with the device during the initial surgical procedure? Some resistance when removing and replacing the warhead. Which healthcare professional triggered the device and what is your experience with the device? Where on the green gap definition scale was the indicator located before the trigger (low b, medium b, or high b)? Professional with 30 years of using staplers - the stapler was closed. Did the healthcare professional wait 15 seconds after closing the device and retighten it before firing? Yes, it was carried out as indicated by the product. Was the device difficult to close? No. Was the device difficult to fire? Yes - very hard. How were the counterclockwise rotations of the adjustment knob used to open the device? Until the end. Did the healthcare professional receive audible and tactile feedback when triggering the device? Yes. Have the donuts been inspected? If yes, please describe. ..... Yes... The fabric was cut but the staples were open. Has a complete transection of the white breakaway washer been visually confirmed? Yes. Were there any problems noted with staple formation at any point during patient care? If so, describe the shape and location. Clamps did not close, there were only two, according to the images, that closed. There were several clamps that did not close properly¿ about a third of the circumference. What is the patient's current condition? Well... The anastomosis had to be redone at the same time, without any difficulties. Does the surgeon believe that the postoperative complications were related to a presumed deficiency of the device, or were there other contributing factors to include the condition of the patient's tissue? It was not possible because the surgical procedure had failed and the anastomosis was redone, requiring the use of 1 additional unit of circular stapler and contour stapler, which were not provided for."

Event description:
It was reported that during an unknown procedure the circular stapler presented failure in the staples, the same performed the cut, but the staples were almost all open in the fabric were closed, having extravasation and need for intervention and exchange of road to open way, it follows data from the stapled and it is available for removal and analysis from johnson.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Can we please have the photos mentioned in the file? Please send to productcompalint1@its.jnj.com. What surgical procedure was performed? Where was the anastomosis being created? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch # 946a03 . Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 946a03, and no non-conformances related to the reported complaint condition were identified.